Manufacturer narrative:
Other, other text: returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the device was beeping immediately on power up the device. The downstream sensor was replaced as well as the scratched screen. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep no cassette and the screen was damaged. The issue was discovered during testing and there was no patient involvement.